Event description:
Customer informed baxter, an actifuse shape that was clearly labeled with "sample not for human implantation" was implanted in a patient on the (B)(6) 2013. The customer noted that the sample was still in date.

Manufacturer narrative:
(B)(4). Baxter medical assessment: if a medical device is (over) labeled "sample - not for human use" or "sample not for human implantation" the message to the potential user is extremely clear. This product is not to be used in humans. There are multiple reasons why a product is over-labeled, e.g. The product was not sterilized/sterile. Any product labeled this way may induce harms in case it is used. The labeling itself is meant to prevent any harm to patient. Someone using the product, despite this warning carries the responsibility for all harms that may occur in conjunction with this use. The use of a product that clearly carries this labeling is beyond the control of the manufacturer, and is defined as abnormal use. As the customer was aware of the incorrect use of the product and the product's label clearly stated 'not for human implantation', no further investigation is necessary. This is the first complaint of this nature received for this product lot. The case will be kept on file for trending purposes.